Manufacturer narrative:
Concomitant medical products: 7121q65 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his pacing lead exhibited increasing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.